Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 26, 2015, the lay user/patient contacted lifescan (lfs) alleging that an unknown meter displayed inaccurate results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter was reading inaccurately on (B)(6) 2015, although no results for the meter were provided. The patient manages her diabetes with insulin (self-adjuster). She claimed that before she noticed the problem with the meter, she developed symptoms of "high blood sugar" as she had "skipped dose or stopped medication" after obtaining the alleged inaccurate results. She reported that the emergency medical services (ems) was contacted, and at an unknown time on (B)(6) 2015, a blood glucose result of "350 mg/dl" was obtained on the ems meter. The patient also claimed that she was hospitalized and given IV fluids by a healthcare professional (hcp) on (B)(6) 2015. After troubleshooting, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received treatment for a serious injury from an hcp, after the alleged meter issue began.